Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor provided replacement pump while awaiting returned device analysis, with no additional outcome details available at time of report.